Manufacturer narrative:
This device is used for treatment, not diagnosis. The lvis jr. Device is intended for use with embolic coils for the treatment of intracranial neurovascular diseases. Use of the lvis jr. Device is contraindicated under these circumstances: patients in whom anticoagulant, antiplatelet therapy or thrombolytic drugs are contraindicated. Patients with known hypersensitivity to nickel-titanium. Patients with anatomy that does not permit passage or deployment. Per the instructions for use, possible complications include but are not limited to the following: bleeding or hemorrhage including intracerebral, retroperitoneal or other locations. Complications of arterial puncture including pain, local bleeding (hematoma) or injury to the artery or adjacent nerves. Device migration. Distal embolization. Headache. Incomplete aneurysm occlusion. Neurologic deficits including stroke and/or death. Perforation or dissection of the vessel(s). Pseudoaneurysm formation. Rupture or perforation of aneurysm. Transient ischemic attack (tia) or ischemic stroke. Vasospasm. Vessel occlusion. Vessel stenosis or thrombosis. The device involved in this incident was not returned for evaluation. The device was reported to not be a contributing factor. (B)(4).

Event description:
It was reported that on (B)(6) 2015, a (B)(6) female patient presented to an outside hospital and was then transferred to (B)(6) clinic for further management and was treated emergently. A cerebral angiogram was performed, demonstrating a blister type dissecting aneurysm of the right internal carotid artery just proximal to the terminus. Open surgical repair was deemed too dangerous and there was no sacular component to allow for coiling. Intracranial stent placement was performed, using two telescoping (2) lvis jr. (Hud) stents. The procedure was well tolerated and no early complications were observed. The patient remained in the hospital for continued monitoring and inpatient care. On (B)(6) 2015 a cta was performed which demonstrated the mid-portion of the most proximal stent not to be fully opened. The patient was brought back for angiography the following day and the stent was easily opened with balloon angioplasty. A cta was performed on (B)(6) 2015 after changes in mental status. The exam showed marked enlargement of the blister aneurysm and the patient returned to the angiography suite for further evaluation and possible intervention. Prior to obtaining groin access, the patient developed agonal breathing and an emergent dyna CT showed re-rupture and significant mass effect. The patient was prepped for an emergent craniotomy for bypass and trapping. During this operation, the aneurysm ruptured again and the bypass portion could not be performed. The aneurysm was secured and the vessel was sacrificed. The patient has a resultant infarct of the majority of the right cerebral hemisphere; her status changed to dnr/cmo and on (B)(6) 2015 the patient passed away. In a letter from the physician dated (B)(6) 2015, the following was stated: " the lvis stent did not contribute or cause this patient's death. The stent did not malfunction. I do not feel that the stent contributed to or caused this death. It was a calculated risk to utilize the stents for flow diversion for a blister aneurysm which could not be safely coiled or clipped. The lack of complete opening of the stent did not cause an adverse event. This case does not meet the criteria for unanticipated problem reporting to (B)(6) irb." Based on this statement from the physician, our initial reporting determination was not to report as the physician indicated the ae was not contributed by an mvi device. However, we have decided to report as an ae occured.